Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant procedure patient experienced left leg weakness. Upon further assessment by the physician, the patient reported left leg paralysis. Surgical intervention was undertaken wherein the entire scs system was explanted. During explant procedure, no blood clots were found. Patient was subsequently admitted to the hospital for observation overnight, left leg weakness issues resolved and patient was released the next morning. No further inventions are planned.